Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 02/08/2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to feelings /normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on ¿(B)(6) 2016¿. The patient reported that he obtained blood glucose results of ¿300,139 and 325mg/dl¿ on the subject meter which he compared to feelings /normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient takes insulin (self-adjuster) to manage his diabetes and stated that on ¿(B)(6) 2016¿ he increased his dose of medications to what he thinks was ¿14 units¿ as a result of the alleged product issue. The patient was unable /unwilling to specify a time but reported that after the alleged product issue began he developed the symptom of ¿night sweats¿. The patient denied that he received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. However the test strips had been stored incorrectly, they were stored in a wooden box and not in the original vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.